Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports oxygen flow inaccurate. No patient/user harm reported. Event date not specified; estimate used.